Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, the patient underwent revision surgery due to stiffness. During the revision surgery, excess posterior bone was removed and the distal femur was recut. The femoral component and articular surface were exchanged without reported complication. Due diligence is in progress for this event; to date no further information has been reported.

Manufacturer narrative:
(B)(4). D10: medical product: unknown femoral component: catalog# ni, lot# ni; unknown tibial tray: catalog# ni, lot# ni. G2: foreign: australia. Multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2024-00587. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture of the articular surface found the implant to exhibit signs of implantation as the device is coated in a foreign material and shows some wear on its proximal surface. As the implant was not returned, further evaluations could not be performed. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.